Event description:
The user facility reported the endotracheal tube was in use with the patient for an unknown amount of time when the inflation line was found detached from the device. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.